Event description:
Additional information received. No procedure was involved. Issue discovered preoperatively, system rebooted and issue resolved. There was no delay to case.

Manufacturer narrative:
Additional information received and updated in b5 section. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system regarding unknown procedure. It was reported that they are unable to rotate, dock, move side-to-side, or open/shut the gantry. Biomed could not confirm troubleshooting nor if a patient was present. Unknown when the issue occurred. There was unknown surgical delay and impact on patient outcome.

Manufacturer narrative:
(H3,h6):medtronic representative found the internal rotor to be slightly misaligned. This can happen if the gantry gets bumped at the top or bottom while the door was fully open. Used the manual open process to align the rotor and the system started working as expected. While onsite, I showed to of the rad techs how to identify this issue and trained them on the manual door open process. System checkout performed. System ready for use. Codes:b01,c04,d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information updated in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. No patient was present.